Event description:
It was reported that during hospitalization the pt suffered a stoke and experienced right eye vision loss except for right superior temporal field. CT scan was negative. Treatment was paracentesis, temporally, because the pt's right eye was swollen with fluid. An ophthalmologist performed the paracentesis; however, did not alleviate the swelling. At the pt's 30-day follow-up exam the outcome remained unchanged.